Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the door 's jammed. Field service engineer confirmed that door issue was resolved by the customer. The system functioned as intended after customer resolved the issue. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ cii safe door 's jammed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.